Event description:
Subsequent to the initial medwatch report, cine clinical analysis of the case revealed that the total occlusion was in the popliteal artery.

Event description:
It was reported that the right common femoral artery was accessed and a 5f sheath was placed. A 3.0x40 non-abbott balloon was used to dilate a total occlusion in the posterior tibial artery. A non-abbott guide wire was placed in the anterior tibial artery. Dilatation was performed using a 2.0x20 non-abbott balloon. The result was not satisfactory; therefore, the physician performed dilatation again using a 2.5x80 non-abbott balloon with unsatisfactory results. A 2.5x38 xience prime stent delivery system (sds) was advanced towards the lesion, but the sds could not cross the distal stenosis in the anterior tibial artery. The shaft of the xience prime became damaged and blood was noted in the catheter. An attempt was made to retract the sds; however, resistance was felt, force was applied, and the shaft separated in two segments in the popliteal artery. The proximal segment of the shaft was withdrawn from the anatomy, but the distal segment remained in the popliteal artery. An attempt was made to retrieve the distal segment by removing the non-abbott guide wire and using an 8f lariat cross-over sheath. An additional 2500 units of heparin were administered. The lariat sheath captured the distal segment of the shaft inside the sheath; however, the lariat separated into two parts and became stuck with the dilator inside the sheath. A guide wire was advanced through the dilator and the sheath with the distal segment of the shaft, and were removed from the anatomy as a single unit. A new guide wire and new sheath were inserted. The target lesion in the anterior tibial artery was treated successfully with deployment of a non-abbott stent. Post-dilatation was performed using a 2x20 non-abbott balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The overall result was sufficient and there were no adverse patient sequela or significant clinical delay in the procedure. No additional information was provided. Guide wire: transcend, sheath: 6f epyslar. Device (B)(4) - indication for use, incorrect anatomy, excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Additionally, the xience prime everolimus eluting coronary stent system instructions for use states xience prime is indicated for treating coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.